Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a "burn." The cause of the wrap causing a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Burn [thermal burn]. Case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number s00639, expiration date oct2019, from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced burn after using the product thermacare for back pain (heatwrap, dry), s00639, expiration date in oct2019, package of 4, 2 heatwraps not used. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the event was unknown. According to product quality complaint group: per site: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a "burn." The cause of the wrap causing a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. According to product quality complaint group: per dchu: severity of harm: s3. Dchu conclusion: based on the complaint narrative, the patient sustained a burn injury with product use. Review of complaint description concludes there is no device malfunction. Follow-up (09aug2019): follow-up attempts completed. No further information expected. Case closed. Follow-up (15aug2019): new information received from the product quality complaint group included: investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (15aug2019): this case is being submitted to notify that the follow-up information previously considered to have been initially received by the company on 14aug2019 was instead received on 15aug2019. Follow-up (29aug2019 and 16oct2019): new information received from the product quality complaint group included: severity of harm and dchu conclusion. Follow-up (15aug2019): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the event thermal burn as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event thermal burn as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.